Event description:
The customer reported that his evis exera iii xenon light source was presenting a b30 scope communication error. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report his issue. During the call, tac provided several trouble-shooting options to address the error code. The customer was not at the subject device at the time of the call and indicated that he would trouble-shoot later. A follow up call was made to the customer to check on the device return status. During that call, the customer confirmed that the trouble-shooting options were successful, the subject device was functioning properly and would not be returned. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the problem was able to be resolved through troubleshooting. It is possible that the b30 error occurred because communication with an endoscope failed temporarily due to a faulty scope connector or foreign material such as dirt and dust adhered to the electrical contacts. Olympus will continue to monitor field performance for this device.